Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI # (B)(4).

Event description:
It was reported that a bd durasafe plus¿ epidural lock cse needle set was found with foreign matter in syringe .this was observed before use with no report of injury.

Manufacturer narrative:
Investigation: customer complained that product catalog # 401622, batch no. 704 7 427. Packages were damaged. Batch record and retention samples were checked with no abnormity found in either batch. The customer returned 2 sample's. Syringes were visually checked, no fm found. Used microscope to check the injection needle, the tip was ok, no damage was found. Checked the returned sample from customer, no fm and tip damage was found. The samples were found to be okay. Bd was not able to duplicate or confirm the customer's indicated failure mode.